Event description:
It was reported that the physician intended to implant a bare metal stent, but because of the similarity in the color/appearance of the device packaging, a xience v stent was implanted in the 70% significant, long lesion in the proximal left anterior descending artery, rather then the intended vision bare metal stent. This patient was scheduled for elective hip surgery after one month of plavix therapy, but this surgery will now have to be postponed for approximately five months due to the longer plavix regimen that accompanies a drug eluting stent implant. It was reported that other stent companies have drastically different colors for bare metal versus drug eluting stents; however, abbott vascular, has reportedly chosen one color scheme for all stents. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.